Event description:
Event description: as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic position, vascular complication was noted at the right transfemoral stick site where a 14fr esheath+ was inserted. Atypical bleeding noticed during perclose. The tavr procedure went without issue, after sheath was removed the perclose did not take, nor did an attempt with manta and it was revealed that there was a vascular tear. It was reported that the event was likely from the closure device coupled with patient's high bmi, and vessel tortuosity. No damage to sheath was noticed after removal. A quick vascular repair was performed, and the patient was in stable condition and transferred for post management care. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).